Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was to undergo magnetic resonance imaging (MRI). This crt-d system exhibited a high out of range impedance measurements for its right atrial (ra) lead and all other measurements were within range. Technical services (ts) was consulted and discussed if the lead was fractured, the system would not be MRI conditional. This crt-d system remains in service. No adverse patient effects were reported.